Event description:
Caller reported a malfunction on the pump, which did not cause any adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guiding them through the reset process. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump. The caller was also instructed to call back if any malfunction code reappears, and they acknowledged and understood this guidance.